Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of hip pain. Bone scan revealed no loosening but however a pseudo tumor was found. It was noted that it was due to the metal on metal articulation surface. The tumor was removed. The metal liner was removed and exchanged with a poly liner. A new head was put on and the hip was stable through a full range of motion. Doi: (B)(6) 2002. Dor: (B)(6) 2019, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.